Event description:
It was reported that the left ventricular lead exhibited impedance greater than 3000 ohms. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.